Event description:
A report was received that following the permanent implant procedure the patient developed a midline surgical wound infection. The physician assessed the infection was procedure related and not related to the device or stimulation. The patient was given medication and the reported issue was resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2352-50 serial: (B)(4) description: linear 3-4 lead, 50cm a review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the lead was found to be satisfactory.

Event description:
A report was received that following the permanent implant procedure the patient developed a midline surgical wound infection. The physician assessed the infection was procedure related and not related to the device or stimulation. The patient was given medication and the reported issue was resolved.

Manufacturer narrative:
Date of birth: (B)(6).

Event description:
A report was received that following the permanent implant procedure the patient developed a midline surgical wound infection. The patient was given medication and the reported issue was resolved.

Manufacturer narrative:
Additional information was received that the patient was swollen and tender at the lead insertion site and antibiotics were administered. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that following the permanent implant procedure the patient developed a midline surgical wound infection. The physician assessed the infection was procedure related and not related to the device or stimulation. The patient was given medication and the reported issue was resolved.